Manufacturer narrative:
Examination of the retrieved component found all dimensions to be within specification. A mfg batch record review was conducted on part number 85-8246, lot# 346802, all records were found to be in order with no material or mfg issues noted. In summary, the info available indicates the implant supplied was mfg in accordance with engineering specifications and was not defective. The dissaciation was not caused by a defective implant. It is impossible to draw any further conclusions regarding the cause of the dissociation based on the info available. At this time, jjpi considers this complaint closed.